Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned, but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model/length, different power and the problem was resolved.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Product device returned in damaged state. Visual inspection found optic torn/ spit. Haptic broken. Unable to perform dimensional inspection due to damaged state of returned lens. (B)(4).

Manufacturer narrative:
Corrected data: d4: catalog #: 'vticm5_ 12.1' should be removed and 'vticm5_ 13.2' should be added. Claim # (B)(4).